Event description:
Olympus was informed that during a transbronchial lung biopsy (tblb) procedure, the physician noted that one of the biopsy forceps cups had broken off and fallen inside the pt. The broken cup was successfully retrieved from the pt with the use of unidentified device. There was no pt injury reported.

Manufacturer narrative:
The subject product was returned to olympus medical systems corp (omsc) for eval. The eval found evidence of foreign materials adhered to the broken cup. In addition, there was evidence of rust or corrosion and dents on the distal end. The users experience is attributed to inadequate cleaning, and user mishandling, as corrosion and dents on the distal end could reduce the strength of the cup. This report is being submitted as a medical device report in an abundance of caution.